Manufacturer narrative:
The monitor subject of the reported event is being returned to steris for evaluation. Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that during a patient procedure, their optikview surgical monitor experienced a video distortion and that the bottom half of the screen was "grayed out." The procedure was completed successfully. No report of injury.